Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: although in this case the catheter was removed the normal way after the initial difficulty to deflate the balloon cuff, troubleshooting with staff was successful, but sometimes surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "cannot deflate the cuff, pt is fine at this stage". More clarification has been obtained from the reporter in this case: "when this was reported to me this morning, the catheter was still in place and the pt was fine. I called the customer and we went through the IFU and the different options on how to deflate the cuff. I informed him about the possibility if a clamp or something has been used, the inner lumen could stick together. The customer identified where it was possible that the stop were and used a pair of scissors and cut it of proximal of that point. This deflated the cuff and it could be removed without any problems. The used product is washed and saved in a transparent bag with (B)(6) written on it. Pt is fine and no trauma or problems, and really the intended removal of the catheter was just delayed a few hours".